Manufacturer narrative:
The reported event of stretched/ helix mechanism issue was confirmed. Visual inspection and x-ray examination of the lead found the helix was stretched consistent with procedural damage. The cause of the reported event was isolated to the helix being stretched.

Event description:
It was reported that during left bundle branch area pacing (lbbap) lead placement procedure, the right ventricular left bundle branch area pacing (rvlbp) lead's helix became stuck and wouldn't retracted and was noted that the helix became elongated. The physician elected to remove the lead and replaced it with new lead. The patient was stable before, during, and after the procedure.